Manufacturer narrative:
Investigation on-going at manufacturing site.

Event description:
County of complaint: (B)(6). Pin has been lost during surgery. Surgery name: laparoscopic low anterior resection. Delayed time: 30 min (stop surgery to find the pin). Effect: there is no influences because of the pin, but the surgery time is delayed.